Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the receiver was hot to the touch on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).